Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rescuenet retrieval net was used in the stomach and esophagus to remove a food bolus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure and inside the patient, it was reported that the net was fully detached from the outer ring and the net was not retrieved from inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.